Event description:
The customer obtained a positively biased k+ result for a single patient sample processed from a vitros chemistry products na+ slide cartridge that was mis-identified as a vitros chemistry products k+ slide cartridge, using a vitros 5,1 fs chemistry system. The affected result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
During the event investigation, the customer confirmed that a na+ reagent cartridge was loaded in the vitros 5,1 fs analyzer and incorrectly identified as a k+ reagent cartridge. Acceptable k+ results were obtained after the customer correctly loaded a k+ cartridge in the slide supply position. No malfunction occurred. The vitros 5,1 fs system operated as programmed and intended. The root cause of the event was user error.